Manufacturer narrative:
This report is submitted based on the returned device evaluation results that identified deviation in the manufacturing process. Investigation conclusion: the investigation found that an in-house guidewire experienced resistance when advanced into the lumen of the returned headway microcatheter, which is consistent with the alleged product issue. Further investigation found the lumen to not be fully flared at the hub joint, an exposed braid in the lumen, and delaminated ptfe in the lumen, which would have caused or contributed to the advancement issue. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the lumen flaring issue, exposed braid, and delaminated ptfe, but these conditions are consistent with a deviation in the manufacturing process. The catheter condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process.

Event description:
It was reported that during unspecified embolization procedure, the first coil implant encountered high resistance in the microcatheter during insertion. The coil was therefore removed from the patient. The coil was then replaced with another coil, but the second coil also encountered high resistance during insertion. The coil was therefore withdrawn along with the microcatheter and removed from the patient. The coil and microcatheter were replaced with another coil and microcatheter to continue the procedure. Subsequently, the procedure was successfully completed. There was no report of health damage to the patient.